Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer took out the battery and put it back in, but none of her buttons worked. Customer put in a new battery and then received a button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. The insulin pump has minor scratches on lcd window and cracked reservoir tube lip.